Manufacturer narrative:
The monitor and electrode belt have not been returned to zoll manufacturing for evaluation. Device data periodically transmitted to zoll does not indicate a product malfunction as the lifevest delivered 12 appropriate shocks before being removed from the patient by paramedics. The lifevest performed its intended use as designed.

Event description:
Zoll received a german bfarm case file of a potential serious incident involving a patient who was wearing the lifevest device. Zoll¿s investigation into the reported event is as follows: a patient received 12 appropriate defibrillation shocks during vt/vf between 10:09:15 am and 10:22:01 am on (B)(6) 2022. Paramedics arrived and removed the lifevest from the patient. Paramedics then defibrillated the patient with an external defibrillator. Patient was then transported to the hospital. At the hospital the patient was then defibrillated 32 times with an external defibrillator. Patient subsequently passed away on (B)(6) 2022. It was also reported the doctor was ¿very satisfied with the performance¿ of the lifevest. Doctor stated that the lifevest ¿could not be of help as the patient had an electrical storm.¿